Manufacturer narrative:
A ge service representative performed an on site investigation. The ffb voltage was adjusted and the hard drive and the software upgrade were installed during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that the 8800 system locked up and would not fluoro during a case. No pt injury was reported.